Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported after the implant procedure post op patient¿s leg was found numb and lost control of his lower limbs and collapsed. As such the ipg and the lead was explanted the following day.